Event description:
The reporter stated the surgeon implanted a cc4204q collamer single piece lens in the pt's right eye. The surgeon decided to remove the lens due to refractive error. The lens was explanted an exchanged for another same lens model with a 21.0 diopter. Stated the device did not cause or contribute to this event.

Manufacturer narrative:
Evaluation method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. Lens was returned in liquid. A lens work order search was performed and no similar complaint was found within the same work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method - medical review. Results: medical review: od: reportedly iol (collamer single piece) was explanted/exchanged for the same model but different power lens (21 d), one month postoperatively, to address refractive error. There was no injury to the patient and there was no intervention performed to prevent visual impairment. Furthermore, there was no change of bcva (20/30) pre-op and post-op. The report stated that the device did not cause or contributed to the event, therefore there were other factors (patient or procedure related) that caused the refractive surprise. Given all this information this event was not device related in origin. The implantation of a different diopter lens was done as a patient`s or surgeon`s preference for certain distance. Conclusions: based on the complaint history, lens work order search, medical review and the evaluation of the returned product, it has been determined that the root cause of this event was due to patient or physician's preference. (B)(4).